Event description:
It was reported that this inflatable penile prosthesis was not performing as expected. The patient underwent surgery, the physician removed the pump and reservoir and left the cylinders to replace at a later date. There were no patient complications.